Manufacturer narrative:
The echo device involved in this complaint is currently in transit. A device evaluation will be conducted upon receipt of this device. This complaint is reportable to the FDA on the basis of a previous adverse event for an echo-hd-19-c. The reporting precedence covers the entire product family. Therefore, all echo devices involving a proximal needle breakage and or the non retraction of the needle are reportable regardless of the outcome. There were no echo-25 devices of lot # c920347 in stock at the time of the complaint investigation. To date, the echo device involved in this complaint has not been received for evaluation. Therefore, the customers' complaint remains unconfirmed. With the information provided, a document based investigation was carried out. A possible cause of the reported non-retraction of the needle may be due to the needle kinking in the handle. However, as the echo device involved in this complaint was not returned for evaluation, it is not possible to definitively state if this is the root cause of this complaint. The complaint information received confirmed no adverse effects to the patient occurred as a result of this incident. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. This includes a check to verify the needle fully retracts into the sheath. A review of the relevant manufacturing records did not reveal a discrepancy related to the complaint issue. No corrective action is warranted at this time. This event did not impact the patient or user. The 2 year complaint history has been reviewed for this rpn and the likelihood of this type of occurrence is low. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During a eus fine needle aspiration procedure, an echotip ultra endoscopic ultrasound needle remained out of the catheter and could not be pulled back into the catheter. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.